Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving clonidine (200 mcg at 60.04235 mcg/day) via an implantable pump. It was reported that the device diagnosis was catheter break/cut. The clinical diagnosis was indicated as not applicable.   During the procedure on (B)(6) 2022 the catheter had to be cut and repaired.  The surgeon had to cut the catheter and reconnected with an anchor.  The event was resolved without sequela as of (B)(6) 2022. Regarding etiology, the relationship of the event to both the device/therapy and implant procedure was related.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#/lot#: unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. The female patient¿s age at the time of consent was 67 years old. The catheter was revised on (B)(6) 2022 and regarding the status of the device / if it would be returned for analysis, it was noted that there was no explanted devices information.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0210551349 implanted: (B)(6) 2016: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-nov-2017-feb-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.